Event description:
Unit shut down while on pt, no pt harm. States that rt involved with incident may have already called in to tech support to discuss issue, as rt gave report source error code of tbn estp from event trace. Unknown if preceded by high pressure condition.